Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a critical error. The blood glucose reading was 4.2 mmol/l. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a blank display anomaly due to a corroded electronic assembly. The motor and battery tube assemblies were found corroded. The pump failed the leak test. The pump leaked at a crack on the back of the case. Unable to perform the functional tests, including the self test, rewind, seating, basic occlusion, occlusion, force sensor, displacement tests or verify the critical pump error due to the blank display. The pump was received with a cracked case on the back at the battery tube area. The pump was received with minor scratches on the display window and case.